Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed with tandem technical support (tts), however, the customer was unable to complete the check. Multiple attempts were made by tts to complete the check, but no response was received. Additionally, it was reported that the touchscreen timed off too quickly. Customers blood glucose was "high". A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.